Event description:
It was reported that a female patient underwent implantation of a trochanteric fixation nail, helical blade and screw in (B)(6) 2014. The patient subsequently experienced pain, irritation and discomfort and underwent a revision to bipolar hip on (B)(6), 2014. There were no device related issues; all devices were removed easily and without incident. The patient outcome was reported as good. This report is for an unknown screw. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.